Manufacturer narrative:
Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured textured implant, side unspecified. The device has been explanted. Additional information reported: "double capsule, breast implant illness (non-device related).¿